Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint.  This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
(B)(6)

Event description:
The customer complained of high inr results for multiple patients between multiple coaguchek xs plus meters using multiple strip lots compared to a laboratory using the dade innovin method. The customer stated patients tested on coaguchek xs plus meters had results of > 6.0 inr. The results from the laboratory were 4.5 inr. The time-frame between the tests was not provided. There was no allegation that an adverse event occurred. The customer also provided patient comparison data for 21 patients. The patients were tested on a coaguchek xs plus meter twice using a different strip lot and code key and then tested by the laboratory using the dade innovin method. Of the data provided for these patients, the inr results for 1 patient were discrepant. It is not known if this data was generated for diagnostic purposes or if the data was generated for comparison purposes only. Clarification on this has been requested. The patient was tested on the meter using an unspecified lot number using code key 289 and the result was 3.6 inr. The patient was re-tested on the meter using an unspecified lot number using code key 312 and the result was 4.1 inr. The result from the laboratory was 3.1 inr. The time-frame between the tests was not provided. The customer also provided patient comparison data for 37 patients tested by the laboratory using the dade innovin method compared to a coaguchek xs plus meter. Of this data, the results for 7 patients were discrepant. The time-frame between the tests was not provided. It is not known if this data was generated for diagnostic purposes or if the data was generated for comparison purposes only. Clarification on this has been requested. The meter serial numbers and test strip lot numbers with expiration dates were not provided. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Retention material complies with specifications.

Manufacturer narrative:
The customer was using the following lots: (B)(6) expiration date 31-jul-2019, (B)(6) expiration date 31-may-2019, (B)(6) expiration date 28-feb-2019, (B)(6) expiration date 30-jun-2019, (B)(6) expiration date 31-jul-2019, (B)(6) expiration date 31-jan-2019, (B)(6) expiration date 28-feb-2019, (B)(6) expiration date asku. It is not clear which results were obtained with which strip lot. Relevant retention test strips (lots 294942-10, 272161-10, 258638-10, 286321-10, 294944-10, 250321-10, 258641-10, 294955-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred, but a slight difference has been observed between the values of the master lot and the customer test strip lots ( 272161-10, 258638-10, 250321-10, 258641-10), which is caused by a different master lot has been used for the calibration of the customer lot.